Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch #m90x96. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a colpotomy procedure, the active blade fell off the device and they were able to retrieve it. Another like device was used to complete the procedure. The delay is unknown. There were no adverse consequences for the patient reported. Device discarded.